Manufacturer narrative:
Device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings .

Event description:
The user facility reported the doctor had an angio-seal that did not click, it did not allow the collagen plug to tamp down. He was able to remove everything easily except for the foot plate which was able to be gently tensioned to gain hemostasis. There were no ill effects for the patient. The angio-seal was maneuvered and eventually removed carefully by cutting the sutures. Blood loss was reported to be less than 250cc. There were no other devices or equipment being used with the reported product.

Manufacturer narrative:
One 6fr angioseal vip device was received for product analysis at terumo medical corporation. The device was returned with the hemostatic sheath and arteriotomy locator. The returned components were subjected to visual analysis. Blood like substance was observed on all returned components. There was a shallow bend in the carrier tube assembly and the arteriotomy locator. The hemostatic sheath was not mated with the deployment sleeve. However, the deployment sleeve was in the rear lock position with the color bands fully exposed. The bypass tube was present inserted into the hemostatic valve. There was no visible suture present at the distal tip of the carrier tube assembly. Neither the collagen, anchor nor tamping tube were returned for analysis. Microscopic analysis of the deployment sleeve found that the prongs, which interlock with the hemostatic sheath hub, were slightly bent. Additionally, there was damage at the hemostatic sheath hub indicative of proper mating of the deployment sleeve and the hemostatic sheath. For functional testing the deployment sleeve was moved into the forward lock position and the carrier tube assembly was inserted into the hemostatic sheath. No anomalies were noted with the device when the deployment sleeve was in the forward lock position. A clear snap was detected. The deployment sleeve was then moved into the rear lock position. Once the deployment sleeve was in full rear lock positon, a second snap was detected. No anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Based on the investigation, the returned device is consistent with successful deployment.